Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 8 months after the dental implant was installed in intraoral region #19, and 4 months after prosthesis installation, it was verified its loss of osseointegration. Thirty-five ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type IV).